Event description:
It was reported that during a meniscus repair surgery , the t2 from the fast fix 360 curved, was stuck after t1's implantation. The procedure was completed using a back up device with a non-significant delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the t2 stuck in the channel above the slider. The t2 had a bit of suture material attached. A functional evaluation finds it cycles as designed after the jammed implant was removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.